Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. The reported failure (error c-54) was confirmed and reproduced. Additionally, one label on the back was faded.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had errors c-34 and c-54 on erbe vio dv. The customer used a third-party energy device and the procedure was completed with no reported injury.